Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that a patient experienced a posterior capsular rupture after insertion of an intraocular lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicate the use of an unspecified company cartridge with a company handpiece. Company product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. It is unknown if qualified associated products were used. The sa60at lens model is only qualified for use in the company (b) and (c) cartridges. The root cause for the reported capsular rupture could not be determined. (B)(4).

Event description:
New information received from the customer stating the intraocular lens (iol) was removed during the initial procedure and an anterior vitrectomy was performed. The surgery was completed after inserting a three piece sulcus lens in the patient's eye.

Manufacturer narrative:
The product was returned. Solution is dried on the lens. One haptic is broken in the haptic/optic junction area. The other haptic is broken in the gusset area. The optic is cut into two portions, typical of insertion and removal. The customer indicate the use of an unspecified company cartridge with a company handpiece. Company product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. It is unknown if qualified associated products were used. The specified company lens model is only qualified for use in the company (b) and (c) cartridges. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. (B)(4).